Manufacturer narrative:
The pump was returned to animas. Evaluation demonstrated the pump was functioning within specifications and delivered insulin accurately.

Event description:
It was reported that the patient was treated at the emergency room for elevated blood glucose levels.